Manufacturer narrative:
One device was returned for analysis. Functional and visual inspections were performed; however, the reported issue could not be duplicated. During evaluation, leaks were identified in the plate clip area and the interlock block. The probable cause appears to be a damaged interlock block. All necessary components were replaced. A review of the service history revealed no indication that the reported issue was related to any service performed on the device during the review period.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that when powering, the unit on it keeps beeping. The issue occurred during testing.